Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that they need ¿to upgrade her program¿ and had problems with their device. The patient stated that they used to live in (B)(6), was in the hospital, and then her children brought her to (B)(6). Ever since the move, their symptoms returned and had a lot of bowel problems. The issue started about 4 months ago. They contacted the manufacturer for help adjusting their settings. Actions taken prior to the report, the patient had called the nurse who assisted them using the programmer. Using the programmer, it was determined that the patient was on program 3 at 1.2 volts. The patient increased it to 1.9 volts where they felt the stimulation. The patient was going to monitor their symptoms and will increase more if needed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who isn't sure if the implant is working. They were also getting the poor communication message. The patient had their patient programmer (pp) and antenna at time of the call; it was confirmed that the antenna was secure. An attempt was made to sync to the ins, but the poor communication issue was not resolved. The antenna was then removed from the pp and the pp was placed directly over the ins on the skin. An attempt was made to sync to the ins, but the poor communication issue was not resolved. As a result of what was reported, the caller was redirected to their healthcare provider (hcp) due to ins longevity. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of event is estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for gastrointestinal/ pelvic floor. It was reported that patient had poor communication the day of the report. Patient tried synching with and without the antenna to no resolution. Patient said it was challenging to place over site without the antenna so unsure if programmer was placed right over center of ins. At beginning of troubleshooting patient did receive screen that sounded like programmer batteries are low, so patient is going to get some new batteries and call back to review and said that will request that one of their aides help them out as well. Patient also reported a return of symptoms that started about 3 months ago. They stated that they experienced an incident while driving the car however doesn't recall what it was. Patient said while hospitalized they were diagnosed with blocked bowel. Patient didn't have a healthcare professional as they just moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had the device for bowel control and it hadn't worked so well. When asked when this started, the patient stated they didn't know. The patient wanted assistance on how to increase stimulation and wanted to know if the device could help with both bladder and bowel control. Syncing with the programmer showed stimulation was on at 2.1v on program 3. The patient increase stimulation to 2.5v where they could feel stimulation and they stated it was working. Therapy indications were reviewed with the patient. No further complications were reported.